Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version #: 1.2.0. A medtronic representative went to the site to perform a system checkout. No failures were found and no parts were replaced. The system functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during an attempt to collect fiducials, the touch would not pass, showing failure. Restart was done a few times, however the same problem occurred. Trace was then attempted and a 1.1 error was seen, but it was noted to feel inaccurate. A few fiducial points were taken, which made the error go up, but it still felt inaccurate. A 3-point registration was done and a few points were taken. A metric of 0.9 was seen, but there was still an inaccuracy of a few mm. The surgeon proceeded with the surgery due to the tumor being superficial. There was no patient harm and the procedure was not delayed over an hour. The manufacturer representative confirmed that they were able to verify and the geometry error of the instruments was passing.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis did not find any software issues. Fdm 10, fdr 213, and fdc 67 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided. It was reported that the probe and frame were under .5mm accuracy.

Manufacturer narrative:
Medtronic representative went to the site to perform a system checkout. They found that the system was accurate with model. No parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided. It was reported that the amount of inaccuracy was less than 5mm.